Event description:
It was reported customer is unable to see past 1.5mm as the images are black. Verified they have adjusted their filter and contrast settings. No other probes to test.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported customer is unable to see past 1.5mm as the images are black. Verified they have adjusted their filter and contrast settings. No other probes to test.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unable to see past 1.5mm as the images are black was confirmed. The probe was connected to a bench test sr8 and found that the image appeared very dark than typically observed. The root cause is due to device use.